Event description:
It was reported that an ilet user experienced recurring nighttime low glucose and fluctuations ranging from 39 mg/dl to 253 mg/dl. The user reported not announcing meals, with periods of pump disconnection. The issue involved user technique and the user interface, and the user treated lows with oral glucose. Symptoms included hypoglycemia with shaking/tremors, as well as episodes of hyperglycemia and nausea, and hot flashes/flushes were noted. Outcomes included minor injury or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure related missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.